Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The product was evaluated through photographic inspection and confirmed that the device was fractured in multiple pieces. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h4, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. T the complaint sample was evaluated and the reported event was confirmed. The returned impactor showed signs of repeated use and was fractured into multiple pieces. The device history records were reviewed and no discrepancies were identified. Per the package insert, instruments/provisionals must be carefully inspected prior to each use. If damage or wear is noted that may compromise the function of the instrument, it is not to be used and a replacement should be requested. The root cause is attributed to repeated use of the instrument over a ten (10) year field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor broke during knee arthroplasty. After the impactor fractured initially, the surgeon continued to use the device as he preferred it to another impactor available at the hospital. The device fractured a second time as a significant amount of force was used to seat the press fit implant. Attempts have been made to obtain additional information, however, no additional information is available at this time.